Event description:
It was reported that during routine check by customer, the cardiosave intra aortic balloon pump`s power cable reel was blocked. There was no patient involvement and no injury.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
Due to character limit in the e1 setion the full initial reporter name is riccarco monfrini. Updated fields: b4, e1- initial reporter name, g1- contact person at mfg site, g3, g6, h2, h11. Upon further review it was determined that the reported event involved iis only unable to retract the power cable reel. There was no malfunction of the device, no patient involvement and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.